Event description:
The s-rom hinged rotating femoral component frm expresscare set (B) (4) was sent in with holes in the packaging and was contaminated. A different femoral component had to be used. This resulted in a surgical delay of approx 20 mins.

Manufacturer narrative:
Examination of the packaging components confirmed the reported tear in the package. The investigation could not identify the exact root cause, however, the damage to the protective pouches is most likely the result of transit-related damage. Based on the low frequency of reported events and no pt involvement, a need for corrective action is not indicated. Should additional info be received, the investigation will be reopened.